Event description:
The customer reports that the guidewire bent during the procedure.

Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire for analysis. Signs-of-use in the form of biological material was observed on the guide wire body. Visual analysis of the returned guide wire revealed one major kink and several bends across the guide wire body. Despite the deformities, the distal j-bend was still intact. Microscopic examination confirmed the kinks/bends. The proximal and distal welds also appeared spherical and intact. The major kink in the guide wire measured 173mm from the distal weld. The guide wire total length measured 600mm, which is within the specification limits of 594mm-604mm per the marked guide wire product drawing. The guide wire outer diameter measured .797mm, which is within the specification limits of .788mm-.826mm per the marked guide wire product drawing. Note: the process of performing dimensional inspections caused the core wire to separate from the proximal weld. The undamaged portion of the guide wire were able to pass through the ars/needle with minimal resistance. A manual tug test was performed, and the proximal and distal welds appeared secure and intact. This test was performed before the core wire separated from the proximal weld. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. The IFU provided with the kit informs the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The IFU also cautions the user, "although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed one major kink and several bends across the guide wire body. The guide wire met all relevant dimensional and functional tests, and a device history record review did not reveal any findings. Based on the customer description and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the guidewire bent during the procedure.